Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited left ventricular pace impedance measurements of greater than 2,000 ohms. Boston scientific technical services discussed options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.